Manufacturer narrative:
A partial lead with the connector pin measuring 7.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information was received indicating that the patient's death was due to cardiac arrest, and was not related to the device, implant procedure, or study.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient presented to the ER in full arrest via ambulance. Patient called paramedics with chest pains and was transported to the ER and was resuscitated. The patient arrested a second time in the hospital; however, was unable to be resuscitated. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is cardiac. No further information is available at this time.